Event description:
Further follow up identified the patient underwent surgical intervention on (B)(6) 2016 where in the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a fall and thinks since then the ipg has flipped. Additionally, the patient experienced loss of stimulation as the ipg is unable to establish communication with the programmer (observed comm error 2501). A sjm representative confirmed the issue. Surgical intervention will be taken at a later date to address the issue.